Event description:
It was reported that there was a superficial infection at the peripheral neuroelectrode site. An examination and palpation was conducted on (B)(6) 2010, in which scab and skin darkening at the peripheral neuroelectrode site was observed. Intervention on (B)(6) 2010, included medical therapy with keflex 500 mg qid. Left lateral peripheral neuroelectrode was explanted on (B)(6) 2010. It was unclear which lead was explanted. Pt outcome resolved without sequelae on (B)(6) 2010.

Manufacturer narrative:
(B)(4).